Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 7022, competitor implantable tachy lead, (B)(6) 2008. (B)(4).

Event description:
It was reported the patient went to the emergency room with ventricular arrhythmia episodes. It was noted that there were far field r-wave (ffrw) signals on the electrogram. The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.